Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 201mg/dl, 120mg/dl (on 5/4). Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported. Note - customer is using alcohol on fingers and used the same finger stick for tests.